Event description:
While servicing the ventilator, the MFR's service tech reported the device diagnostic log history indicated there had been a gas supplies lost: safety valve open alarm occurrence. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The device was not in use on a pt and there was no reported pt harm or involvement. The service tech was unable to duplicate the finding. Applicable testing passed to operating specs.